Event description:
It was reported that the patient was not getting an adequate pain relief. The patient underwent a spinal cord stimulator (scs) system explant procedure. No device malfunction was suspected. The explanted ipg and linear leads were discarded by the hospital.

Manufacturer narrative:
Event date: exact date unknown, event occurred years ago. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2218500; model: sc-2218-50; serial: (B)(4); batch: 21240868.